Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt hit her head on the bed while she was sleeping. The next morning, she had no hearing sensation any more. Re-implantation surgery is scheduled for friday, (B)(6) 2013.